Manufacturer narrative:
Additional devices implanted and/or related to this event: pxc121400/15118365 UDI (B)(4). Patient medications: pradaxa, lasix, metoprolol.

Event description:
On (B)(6) 2016, the patient was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. Reportedly when the gore® excluder® aaa endoprostheses was implanted, the patient had a bad reverse taper in the aortic neck. There were also five aptus screws utilized in the aortic neck for preventive measures. It was reported that around (B)(6) 2020, (exact date is unknown) images revealed the gore® excluder® aaa endoprostheses system had slipped/migrated distally (amount of migration is unknown) significantly below the renal arteries. On (B)(6) 2020, the physician reintervened and relined the implanted gore® excluder® aaa endoprostheses with cook fenestrated device. The cook device was deployed to the level of the superior mesenteric artery (sma), then icast renal stents were implanted in both renal arteries, and a gore® excluder® aaa device (rlt281412/21454274 and plc181000/21321569) were deployed inside the cook fenestrated main-body proximal and distal into limbs of the existing stent graft. The gore® excluder® aaa devices were used to bridge the cook device with the existing implanted gore devices. There were no endoleak¿s at end of the case. The patient tolerated the procedure.

Manufacturer narrative:
Code 213-the review of the manufacturing paperwork verified that these lots met all pre-release specifications. Code 22-the gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to component migration.